Event description:
It was reported that air bubbles were present in the luer lock. Customer had elevated blood glucose levels (approximately 400 mg/dl).

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.